Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port experienced separation during use with the patient reporting that, "the catheter came apart when placed in patient's vein.¿

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port experienced separation during use with the patient reporting that, "the catheter came apart when placed in patient's vein.¿

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8187533: the lot number was built/packaged on nfa line #1 from july 8, 2018 thru july 14, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used nexiva 20ga unit and paper top web (label) from catalog number: 383536, lot number: 8187553. Visual/microscopic evaluation: the extension tubing was separated from the clear port of the winged adapter on both returned unit. Conclusion: manufacturing ¿ the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.